Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the ok, all 4 blue soft keys, and #1 key to be result in an output of the letter g caused by a failed keypad. It was observed that #2-9 and decimal point keys have no output. The failed keypad was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a keypad malfunction. There was no patient involvement.